Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high impedance, no sensing and noise. The lead was attempted to be placed in different locations to no avail. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.